Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead was initially implanted and measurements were satisfactory, but it dislodged shortly after connecting to the implantable cardioverter defibrillator (ICD). It was noted the patient had a challenging anatomy due to tetralogy of fallot and other congenital abnormalities. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.